Event description:
A customer reported to baxter mexico that a package of minicaps was not well closed. The reported problem was discovered before the product was used. There was no injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for an opened pouch of a minicap was not confirmed and the root cause was undetermined. The sample was received for evaluation; based on visual inspection performed by manufacturing team the event reported was not confirmed to be associated with manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.